Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system started autoreducing and the patient had ineffective stimulation. Diagnostics revealed high impedances on multiple lead contacts. Reprogramming was attempted, but did not restore therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. It was discovered that there were several fractures along the lead body attributing to the impedance issue. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 patient weight added to the report.